Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. After predilatation was performed, the 4.0x12 mm xience xpedition stent delivery system was advanced to the lesion over an unknown guide wire. Some resistance was felt during advancement on the unknown guide wire so both devices were removed. The guide wire was wiped down and reinserted. The stent delivery system was flushed, reinserted on the wire and advanced without any further resistance and the stent was deployed successfully. Post-deployment the balloon at first would not deflate; however, was finally able to be partially deflated enough to enable removal of the balloon from the anatomy without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The deflation issue and resistance with a guide wire were not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.